Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, uterus enlarged and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2013. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: previously reported essure insertion and removal date : (B)(6) 2010 and (B)(6) 2013 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2011: negative. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-aug-2022: medical record received : previously reported event "medical device removal" updated to "pelvic pain", reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.